Event description:
An alarm issue was reported where alarm 2 was followed by alarm 26, indicating an occlusion with the insulin pump. There was no report of the customer¿s blood glucose level exceeding 500 mg/dl, indicating no immediate adverse impact on blood glucose levels. Technical support advised the customer to take several actions, including disconnecting the tubing, tightening connections, and delivering multiple boluses to resolve the occlusion. The alarms persisted until the procedure involved using an empty cartridge and a bolus was successfully completed. The customer was instructed to replace supplies and resume insulin therapy.